Event description:
It was reported that the insulin pump alarmed no delivery. The customer reported high blood glucose levels, but the exact reading was unknown. The customer refused to speak to helpline. The customer called his nurse, and ended the call before any additional information was given. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).